Manufacturer narrative:
(B)(4).

Event description:
It was reported "medial lumen flattened, was able to use." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one pi cvc for analysis. Signs of use in the form of biological material was observed and within the extension lines. Visual analysis revealed that the medial extension line had ballooned directly adjacent to the medial luer hub. The portion of the extension line closest to the juncture hub appeared normal. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The medial extension line outer diameter in an area not affected by the ballooning measured 0.0873" which is within the specification limits of 0.084" - 0.088" per the medial extension line extrusion graphic. The inner diameter of the medial extension line within the luer hub measured 0.057" which is within the specification limits of 0.055"-0.059" per the medial extension line extrusion graphic. A lab inventory syringe was used to flush each extension line. All extension lines flushed as intended. A manual tug test confirmed that the medial luer hub was secure on the medial extension line extrusion. The IFU provided with the kit informs the user, "when used for pressure injection of contrast media, do not exceed the maximum indicated flow rate for each catheter lumen. The maximum pressure of power injector equipment used with the pressure injectable cvc may not exceed 400psi. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The IFU also contains the warning "ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications" and includes detailed instructions on maintaining catheter patency. The report of a ballooned extension line was confirmed through complaint investigation. Visual analysis revealed that the medial extension line was ballooned throughout its body. The medial extension line met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "medial lumen flattened, was able to use.". No patient harm reported. The patient's condition is reported as fine.